Manufacturer narrative:
Patient information was unavailable from the site. UDI not available for this system at time of filing. The active cranial frame was returned to the manufacturer for analysis. Analysis found that the frame had a small cut in the cable jacket. No internal wires have been exposed. When connected to a known good system, the frame did not have any leds powering. The frame also did not return a lighted status on the tiu indicating a likely open in the cable. Analysis found that the reported event was related to a electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection. It was reported that the active cranial frame long cable was fractured. It was not possible to obtain how the long cable was fractured. Instrument replacement resolved the reported issue. There was no impact to patient. There was no reported delay to the procedure due to this issue.